Manufacturer narrative:
Additional information h6: method code 4114, result code 3221 and conclusion code 4315 have been updated to capture the return and evaluation of the device. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation did not observe any symptom or potential cause of the reported problem 'turns off during infusion'. Review of the event history log (ehl) found no evidence to support the customer-reported allegation of "turns off during infusion". Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.